Event description:
The customer contacted baxter's technical service center regarding a high drain 104/call pd nurse alarm, which indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. This occurred on the homechoice (hc) during use, at the end of therapy. The home patient (hp) was requesting to retrieve the cassette. The technical service representative (tsr) explained the alarm. The tsr reviewed the therapy log. The initial drain volume was equal to 380ml, the last fill volume was equal to 999ml, the total fill volume was equal to 10013ml, the total drain volume was equal to 12248ml, the total ultrafiltration (uf) was equal to 2235ml, the cycle 4 uf was equal to 2676ml, the cycle 3 uf was equal to -118ml, the cycle 2 uf was equal to -215ml, the cycle 1 uf was equal to -344ml, and the number of bypasses was equal to two. The tsr reviewed the programming. The patient was performing continuous cycling peritoneal dialysis (ccpd). The total volume was set to 12000ml, the fill volume was set to 2500ml, the last fill volume was set to 1000ml, and the number of cycles was set to 4. The tsr explained the therapy and programming. The tsr assisted to retrieve the cassette as requested, and suggested to let the registered nurse (rn) know about the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported alarm. The nurse stated that she did not know about the alarm. She stated that as far as she knew, the patient did not have any other issues with therapy. She stated that the patient has been able to continue therapy successfully on the cycler. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported condition was confirmed, based on the customer report and (B)(4)'s review of the therapy log. The assignable cause was determined to be one or more cycles advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition. This issue was investigated through CAPA.